Manufacturer narrative:
61- intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken bipolar yaw pulley. As a result, motion at the wrist was no longer intuitive. The broken piece was missing as a result of the breakage. The size of the missing piece was approximately .22¿ x .08¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Unrelated to the reported issue, the instrument was also found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. There were no signs of thermal damage on the instrument. Based on the information available at this time, this complaint is being reclassified as a non-reportable event due to the following conclusion: this event involved a fragment falling into a patient and it was successfully retrieved with 1) no lasting permanent impairment of a body function or permanent damage to a body structure and 2) no evidence of device malfunction supported by failure investigation confirming that the cause of the instrument breaking was mishandling/misuse. Based on the device evaluation results, this MDR is being retracted since the alleged issue was found to be due to user mishandling/misuse, and not due to a malfunction of the instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1 : b1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The long bipolar grasper (lbg) instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. System log investigation: a review of the instrument log showed the lbg instrument (part #470400-09 / lot #n10180803-0079) was last used on (B)(6) 2020 during this procedure with system (B)(4). The lbg instrument has 10 allotted uses. The alleged event occurred on its 9th life. The lbg instrument has not been used in subsequent procedures after the alleged event reported on this record. In addition, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being classified as a reportable event due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, a piece from the lbg instrument broke off and fell inside the patient. All fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 9th usage and, therefore, had not expired. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the long bipolar grasper (lbg) instrument jaws would not close and a piece from the top of the lbg instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the instrument was inspected prior to use and there was no damage observed. The instrument jaws were opening and closing slowly, maybe more difficult than normal. As soon as the surgeon tried to use the instrument, a fragment from the instrument broke off and fell inside the patient. The fragment was visible inside the patient and the site was able to retrieve it immediately. The instrument was removed with no resistance and there was no visible damage to the cannula. The surgeon was confident that nothing was left behind as they had looked at the instrument and the retrieved fragment, and they matched up. No additional surgical procedure was required and there was no harm to the patient. The customer was not able to provide patient-related information.